Event description:
It was reported that a patient experienced an overdose. The reporter noted the patient was inadvertently given 300 mcg for a bolus when they had intended to give them 100 mcg. There were no significant symptoms at the time of the call. The medication used was baclofen. It was later reported that this issue occurred during a baclofen trial. There was no print out available. The patient responded very well to the dose of 300 mcg for the trial dose. It was noted the patient had not been scheduled for implant yet.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).